Event description:
The customer reported on (B)(6) 2014 his blood glucose reached 352 mg/dl less than 3 hours after the pod was activated with + ketones. His bg was rising fast about 120 mg/dl per hour. The pod was removed and he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.